Event description:
Customer reportedly received results of 456 mg/dl and 180 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.